Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a customer was unable to prime the tubing of a vented clearlink system solution set with a non-vented glass bottle of immunoglobulin and albumin. The bottle volume was in the range of 100-200 ml. The issue was resolved by manually removing air from the tubing to facilitate priming via a syringe attached to the distal port of the device. There was no patient involvement. No additional information is available.